Manufacturer narrative:
A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, a mechanical test was performed and test results for the lot met all specifications. The implanted portion of the device is made from implant grade 316 stainless steel. Although the bone in which the device was used was dense/hard, no definitive conclusion can be made as the device is not available for evaluation. However, device labeling warns against use in dense bone.

Event description:
Vertecor midline osteotome was used in dense/hard bone in the vertebral body. During use in the hard bone, the distal end of the articulating tip of the device got stuck in the bone. During attempts to remove the device from patient, the distal section of the device separated from the shaft and remained within the vertebral body with no portion of the device protruding beyond the vertebral body.